Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a moderately calcified, moderately tortuous, 95% stenosed, de novo lesion in the mid-left anterior descending artery. A 2.0x8mm rx trek balloon dilatation catheter was delivered to the target lesion but ruptured on the first inflation at 10 atmospheres (atm). The device was replaced with a same size non-abbott device to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.